Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported increased charge time could not be conclusively determined. (B)(4).

Event description:
During follow-up, non-sustained oversensing episodes were noted. Review of the session records suspected myopotential oversensing. The device was reprogrammed with no adverse consequences to the patient.